Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and bleeding. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to sui, when a pelvisoft, and mini arc were implanted. It was also reported that on (B)(6) 2008 patient underwent a revision due to vessico vaginal fistula. It was also reported that on (B)(6) 2008 a revision due to repair of urethral fistula. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence and urethral hypermobility. It was also reported that on 10/06/2006, the patient had removal of mesh tape and placement of mesh due to stress urinary incontinence with coiling of prior mesh. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent extracorporeal shockwave lithotripsy on (B)(6) 2011 due to right renal calculi. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and pelvisoft were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.